Event description:
It was reported that the patient reported for initial procedure. Prior to implant, it was discovered that the pacemaker outer wall was pressed in. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.